Event description:
On 1/29/92 at approximately 2 am, a balloon line block alarm was noticed on the pump. The ccu nurse then proceeded to remove the excess condensation from the balloon line. From there, she then tried to purge the balloon where it was then noticed that blood was in the balloon line. It was deceided to remove the balloon and put in a replacement balloon. Upon further examination of the balloon, a hole was noticed at the very distal end of the balloon, at approximately where the balloon and catheter meetdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, balloon. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.